Manufacturer narrative:
This investigation will be updated following return and completion of laboratory analysis.

Event description:
It was reported that during the attempted implant while connecting this device to the associated leads, no commands were effective. Leads were tested prior to device connect and no performance issues noted. The physician elected to test again, by reconnecting the leads and device within the device pocket however again the device was not responding. The decision was made to not use this product and return for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant while connecting this device to the associated leads, no commands were effective. Leads were tested prior to device connect and no performance issues noted. The physician elected to test again, by reconnecting the leads and device within the device pocket however again the device was not responding. The decision was made to not use this product and return for laboratory analysis. No resulting adverse patient effects were reported.